Manufacturer narrative:
Additional information was requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the base separates from the probe of the long extension.

Manufacturer narrative:
The DHR file was reviewed indicating that product was released meet all quality standard requirements. One sample was returned to the plant for the investigation. The sample was received without the lot number or original packaging. A visual evaluation was completed, and the reported condition was confirmed. A definitive root cause could not be determined at this time. A corrective action has been implemented to prevent the reoccurrence of the reported issue. The plant will now use a timer during the product process to ensure that the operation is performed within the appropriate amount of time. This complaint will be used for qa tracking and trending purposes.